Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 12 patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module (double). Of the 12 samples, 10 had erroneous results that were reported outside of the laboratory. It was asked, but it is not known if all initial results were reported outside of the laboratory. The repeat results were believed to be correct. The first sample initially resulted as 150.4 mmol/l and repeated as 144.5 mmol/l. The second sample initially resulted as 151.2 mmol/l. The sample was repeated on a different analyzer, resulting as 142 mmol/l. The third sample initially resulted as 151.9 mmol/l on (B)(6) 2016. The sample was repeated on a different analyzer, resulting as 142.4 mmol/l on (B)(6) 2016. The fourth sample initially resulted as 151.9 mmol/l and repeated as 141.2 mmol/l on (B)(6) 2016. The fifth sample initially resulted as 150.2 mmol/l and repeated as 143 mmol/l on (B)(6) 2016. The sixth sample initially resulted as 153 mmol/l on (B)(6) 2016. The sample was repeated on a different analyzer, resulting as 141.1 mmol/l on (B)(6) 2016. The seventh sample initially resulted as 152.1 mmol/l and repeated as 144.5 mmol/l on (B)(6) 2016. The eighth sample initially resulted as 155.6 mmol/l and repeated as 145 mmol/l on (B)(6) 2016. The ninth sample initially resulted as 152.6 mmol/l on (B)(6) 2016. The sample was repeated on a different analyzer, resulting as 143.5 mmol/l on (B)(6) 2016. The tenth sample initially resulted as 155 mmol/l on (B)(6) 2016. The sample was repeated on a different analyzer, resulting as 144.1 mmol/l on (B)(6) 2016. The patients were not adversely affected. The sodium electrode lot number was t36, with an expiration date of 07/01/2017. The field service engineer determined that the syringe seals were excessively worn. He replaced all syringe seals and also replaced the sodium and reference electrodes. He successfully completed mechanism checks and ise checks. All mechanical and operational checks passed. The operator successfully ran controls with acceptable results. Investigations have determined that maintenance frequency has not been adequate for the high throughput of the laboratory.